Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited loss of capture. The lead was reprogrammed. The patient was in stable condition.